Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: number 2 states, "early or late postoperative infection and allergic reaction." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-06028 and 08601).

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2007. Subsequently, patient was revised (B)(6) 2007 due to infection and wound breakdown five months post op. It was also reported that patient underwent several radical debridement procedures on unknown dates.